Event description:
It was reported that the surgeon inserted an (B)(6) three piece silicone lens and the lens tore upon insertion. The incision was enlarged to remove the lens and sutures were needed.

Manufacturer narrative:
Visual inspection of the returned product showed the lens was split into two pieces and pieces of the optic were torn off and missing. There was a reddish residue on the lens. Conclusion (other): an investigation of the root causes of lens tears, similar to that started in this claim, were addressed in a CAPA opened in (B)(6) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and eval of the returned product, possible root causes for lens tears include both delivery sys issues and handling errors by the customer. (B)(6) .